Manufacturer narrative:
The device is not available for evaluation even though multiple attempts have been made to request the pump, pump logs, and additional information. Without the returned device, a probable cause is unable to be determined. Serial numbers (B)(4) were identified as the 2nd and 3rd channel serial numbers of the pump involved.

Event description:
A medsun mandatory and voluntary medwatch report was received which stated "during transfer from ICU bed to cath lab table, the pump made a loud continuous noise and shut down, resulting in cessation of vasopressin, levophed, and epinephrine drip infusion. Pump could not be restarted and had to be rebooted. Patient subsequently arrested without return of spontaneous circulation, despite advanced cardiac life support measures. Error message displayed "e#" then some numbers, then "malfunction". Did not alarm for occlusion." The original intended procedure was the infusion of vasopressors. The problem that the user had was that the device failed. The incident occurred in the hospital's operating room. There was patient involvement and adverse event. This captures the first of two devices involved in the event.

Manufacturer narrative:
The 12-month service history of the device was reviewed, and no similar complaints were reported in the past year. The customer has not returned the pump for investigation; therefore, no evaluation can be completed to determine if the device played a role in the adverse event. The customer was contacted to provide the event log history information, but the customer declined to provide any information.